Event description:
Pt's mom reports her son getting a large welt that is red and raised. This is the first time he has had this reaction in the year he has been on the medication. She reports he does sometimes get a bruise after the injection. Dates of use: (B)(6) 2017 - present. The product is compounded; the product is over-the-counter.